Event description:
It was reported a pericardial effusion occurred. The procedure was cancelled. During a watchman procedure, a versacross connect access solution kit was selected for use. The physician went transseptal inferior/mid-on septum, however crossed the septum through patent foramen ovale (pfo) without using the radio frequency delivery, thus, the device was pulled back. The re-positioning of transseptal device was done and transseptal was completed. The patient's blood pressure dropped at this point, and the physician shot contrast and effusion on right side of the heart was noted on fluoroscopy. The procedure was cancelled and a tap was performed, and 50cc of bright fluid was removed. The patient was expected to be fully recovered. The device is not expected to be returned for analysis (disposed). There was no pericardial effusion observed prior to the procedure. The versacross rf wire could not be visualized for few minutes. The physician was using a new ice catheter and machine, and since he was new to the modality, the septum would come in and out of visualization. In the physician's opinion, it is not believed the transseptal device contribute to the patient complication. No other issue was reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.